Event description:
A malfunction alarm identified as malf 12 was reported. There was no adverse impact to the customer's blood glucose level. The technical support team provided information to reset the pump, and the customer successfully reset it without recurrence of the malfunction. The customer was advised to continue using the pump and to contact support if the issue reappeared, acknowledging and understanding the guidance provided.